Event description:
Healthcare professional reported left side "alcl." Pathological markers confirming alcl have not been received. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Manufacturer narrative:
Date of diagnosis of alcl: 10/06/2021. The events of lymphoma-alcl, seroma-late and capsular contracture grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional later reported "alcl", late seroma and capsular contracture baker grade unknown. Histopathological markers cd30+ and alk- have been received.